Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and found that user error contributed to the event. It was found that the ventilator was turned on while the patient circuit was closed. The customer has been advised as to the proper operation of the device.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported a 840 ventilator with a safety valve open. The ventilator was not on a patient at the time of the event.